Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two sensors that did not work. The transmitter did not blink when connected to the first sensor. When they took the sensor off, they did not find a cannula. The customer¿s blood glucose during the incident was unknown. They changed the sensor due to sensor discrepancies. They had discarded the previous sensor but still had the current sensor that they had removed. The sensor will not be returned for analysis.